Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found corrosion at the electrical contact point of the video connector. Based on the results of the investigation, a definitive root cause could not be established. A device history record review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): "preparation and inspection_inspection of camera head" check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head's coupler was loose. There was no patient involvement.